Event description:
It was reported that, "patient was chronically dislocating, so surgeon removed acetabular insert and femoral head and replaced with a constrained insert." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted within past year.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The sales rep could not access the revised devices. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.